Event description:
It was reported that there were high thresholds, no capture, undersensing, high impedance, and a possible lead fracture. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, that the atrial pacing capture threshold was elevated, that there was no atrial pacing capture, and that there was atrial undersensing information.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2004; 419388 lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.